Manufacturer narrative:
Findings: insulin pump passed displacement test and no reservoir alarm functioned properly. Insulin pump was received with error alarm during basic occlusion test due to protruded/loose drive support disk. Unit had missing end cap sticker, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed compromised forced sensor system during prime fill process. Customer stated that insulin is squirting out of the insulin pump. It was also reported that the motor does not detect the reservoir. Customer's blood glucose reading was 200 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.